Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient moved suddenly as a model zmb00 intraocular lens (iol) was being inserted into the capsular bag, causing an anterior capsule tear. No vitreous was noted. Post-op visit revealed an inferiorly dislocated iol. Secondary surgery: lens removal, sutured iol, and vitrectomy were performed by a retina specialist. No further information was provided.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.